Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Hospitalization was extended for one week due to the event. There were no reported adverse patient sequelae. Though requested, no additional information was provided. Use in a moderately calcified vessel, device removal against resistance, excessive force applied while foot was deployed in body, failure to follow steps-device pulled back to position the foot of the device with too much force. The customer reported the device was discarded. A cuff miss can occur due to a number of factors including, but not limited to, needle deflection during plunger deployment due to interaction with human tissue, aggressive and fast deployment of the plunger or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. Ultimately, the return of proglide device may have aided the investigation in determining a cause for the experienced cuff miss. To ensure this type of experience is not a result of a potential product related deficiency, a 100% in process testing of devices are performed to assure there is no needle deflection, which may cause the event reported in this case. A sampling of finished devices is also tested to verify the functionality of the device. A device can be difficult to remove due to a number of factors including, but not limited to, tissue compaction that results in a distal force being applied to the locator wings, bending them distally, and restricting their proper retraction into the delivery tubeset. To ensure this type of experience is not a result of a potential product related deficiency, 100% in-process verification of the lever, which opens and closes the foot, and 100% verification of the foot of the devices, is performed. The reported use of proglide device in a calcified artery is not consistent with the instructions for use (IFU): special patient population indicates that the safety and effectiveness of the perclose proglide smc devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. Furthermore, the reported twisting of the device clockwise and counter-clockwise in small increments to free it from patient anatomy is not consistent with the IFU: precautions: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined and refers the user to the smc placement section of the IFU. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. In the absence of device to examine, a probable cause for the foot break cannot be determined. Based on the information available, the reported difficulties experienced during the procedure, appear to be related to the operational context of the device.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded and without return of the used proglide device the evaluation of the reported event was limited. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to the reported event. The customer reported a cuff miss occurred followed by difficulty removing the device from the patient anatomy. The device lever was manipulated, the device was rotated, and the white suture was cut to free the device for removal. Upon observation of the device after removal, it was reported that the foot had detached and was found in the tissue tract. A cuff miss can occur due to a number of factors including, but not limited to, needle deflection during plunger deployment due to interaction with human tissue (scar tissue, calcified plaque, etc.), aggressive and fast deployment of the plunger or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. The femoral artery was reported to be moderately calcified which may have contributed to needle deflection, the reported cuff miss and difficulty in removing the device. The instructions for use, special patient population section indicates that safety and effectiveness of the proglide device has not been established in patients with femoral artery calcium which is fluoroscopically visible at the access site. A posterior foot break may occur if the needle is deflected and strikes the foot instead of the needle cuff pocket during plunger deployment due to interaction with human tissue and/or not maintaining a stable device position with respect to the tissue tract during needle deployment. This situation can put pressure on the foot causing it to break. Additionally, calcification or other body material trapped under the foot can interfere with deployment which may result in a foot break if force is applied. To help ensure this type of experience is not a result of a potential product related deficiency, 100% testing of device needle trajectory is performed during manufacturing. Additionally, a sampling of finished devices from each lot is also tested to verify the functionality of the device. In the absence of the device to examine, a probable cause for the cuff miss and foot break could not be determined. There is no indication of a product deficiency or manufacturing issue.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a moderately calcified femoral artery after an interventional procedure. Reportedly, after pulsate blood flow was observed from the marker lumen, the device was inserted further by 1cm. The lever was lifted to deploy the foot. The device was pulled back 1 cm and pulsate blood flow through the marker lumen ceased. The needles were deployed by pushing on the needle plunger assembly and disengaged by pulling the needle plunger assembly back; however, a needle-to-cuff miss occurred. It was not known if the link came out with the needles. During an attempt to withdraw and replace the device, the lever was returned to its original position, but when the device was pulled for withdrawal, resistance was encountered. Several attempts were made to lift and pull back the lever to remove the device but the resistance was persistent. Finally, the device was rotated clockwise and counter-clockwise in small increments, which released the device for removal. However, because the suture was entangled the device could not be fully removed. The white suture was cut, which freed the device for complete withdrawal. The posterior portion of the foot had detached and was located outside of the vessel in the puncture site near the skin. The detached foot was surgically retrieved and hemostasis was surgically achieved. The physician stated he felt the foot was deployed inside the vessel but since the fractured foot was found outside the vessel, it was likely the posterior portion of the foot was located outside the vessel during deployment.